Event description:
The customer stated that it takes several batteries before the insulin pump will recognize a battery. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion inside the battery tube and battery cap.